Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a hemostasis procedure in the large intestine. According to the complainant, during the procedure, the clip could not be opened. The device was removed from the endoscope and patient. Outside of the patient, it was noticed that there was "bending at the distal part of the device." Clinical follow up confirmed that the clip was bent. The physician used a new resolution clip and the procedure was successfully completed without complications. The patient was reported to be in "good" condition post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a hemostasis procedure in the large intestine. According to the complainant, during the procedure, the clip could not be opened. The device was removed from the endoscope and patient. Outside of the patient, it was noticed that there was "bending at the distal part of the device." Clinical follow up confirmed that the clip was bent. The physician used a new resolution clip and the procedure was successfully completed without complications. The patient was reported to be in "good" condition post procedure.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed, as the yoke was still attached to the control wire, and the clip assembly was not returned with the device. A functional evaluation was performed and the yoke was actuated and successfully deployed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 0ml9101405. Based on the evaluation conducted and the details of the complaint, it is probable that the clip bent as a result of anatomical or procedural factors that were encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.